Manufacturer narrative:
Initial reporter state: the initial reporter's state was determined to be (B)(6) based on the area code portion of the provided phone #. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the 5 ml bd luer-lok¿ syringe ,"rubber was not aligned and propofol leaked beyond hub". The following information was provided by the initial reporter: registered nurse was attempting to draw up propofol for sedation using the above product. Rubber was not aligned and propofol leaked beyond hub. Syringe segregated and was not used in procedure.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that during use of the 5 ml bd luer-lok¿ syringe ,"rubber was not aligned and propofol leaked beyond hub." The following information was provided by the initial reporter: rn was attempting to draw up propofol for sedation using the above product. Rubber was not aligned and propofol leaked beyond hub. Syringe segregated and not used in procedure.